Manufacturer narrative:
The device was not returned; therefore a root cause of the incident was not determined. A two-year review of complaint history disclosed two similar complaints involving three devices. None of these were confirmed device failures. During the same time-frame, (B)(4) units have been shipped worldwide. A risk analysis was performed and the risk level was determined to be acceptable. A review of the manufacturing documents from the device history record has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. To reduce the risk of injury to the patient, the instructions for use advise the following: -while keeping the object within the net, slowly close the net by sliding the finger and thumb rings together until the net forms a pouch around the target object. -use light tension on the thumb and finger rings to ensure just enough pressure to maintain the pouch, thereby keeping the object in the net. -do not perform complete retraction via the specimen protection collar, as this will crush the specimen and possibly damage the net and/or sheath. -after the object is secure in the net assembly, gently retract the endoscope with the object in full view. The reported problem will continue to be monitored through the complaint system to ensure product safety.

Event description:
The customer reported that during use the nakao spider net broke and the sample (polyp) was disrupted during surgery. This prohibited the anatomy-pathological assessment of the polyp. Multiple colon-scoping controls were required. Despite the attempt to obtain additional patient/event information, there has been no additional information received regarding the patient's demographic information or the reported incident. The device has been discarded by the user facility. This report is raised on the basis of potential injury with recurrence.